Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed. As received, a complete lead was returned in one piece. Destructive analysis was performed and visual inspection found inner insulation damage at the suture sleeve tie impression region which is consistent with over tighten suture tie. The cause of the reported events was isolated to over tighten suture tie.

Event description:
During follow-up, noise and low pacing impedance was observed on the right atrial (ra) lead. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.